Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the stent on a 29mm x 10mm palmaz genesis on opta pro stent delivery system (sds) was completely loose and was unable to grip the balloon. No attempt to insert the device was made and a second 29mm x 10mm palmaz genesis on opta pro sds was opened and successfully implanted. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and will be returned for evaluation. The device was returned for analysis. A non-sterile ¿long gen / pro 29 x 10 bil 135¿ was received coiled inside of a clear plastic bag. The device was removed from the packaging to proceed with the product evaluation. The device was inspected observing the following conditions: the balloon was received deflated, and it was observed that the stent was displaced from the balloon all the way to the distal shaft end. Due to the received conditions of the unit no functional analysis could be performed to test the stent deployment mechanism. The balloon area was inspected using a vision system to get an amplified image and stent strut marks were observed on the balloon surface. This indicates that the device complied with the stent crimp process. A product history record (phr) review of lot 82228150 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent loose crimp¿ was confirmed as the device was received with the stent displaced. However, the exact cause cannot be determined. The stent strut impressions were observed on the surface of the balloon verifying a proper crimping process during manufacture. Therefore, based on the information for review and with the limited amount of information provided, it is likely procedural factors and handling of the device during preparation contributed to the events reported. According to the safety information in the instructions for use ¿the minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the delivery system through a smaller size sheath introducer than indicated on the label. Introduction of stent delivery system a. Flush guidewire lumen of the delivery system. Position the flared end of the introducer tube over the distal tip of the stented balloon and slide forward to protect the stent during csi insertion. Backload onto the guidewire. Place the assembly through the csi valve until resistance is met. Carefully advance the stent and delivery system through the introducer tube and csi valve. When the stent has passed into the body of the csi, remove the introducer tube. B. Continue to advance the device over the guidewire through the csi. Prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82228150 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent on a 29mm x 10mm palmaz genesis on opta pro stent delivery system (sds) was completely loose and was unable to grip the balloon. No attempt to insert the device was made and a second 29mm x 10mm palmaz genesis on opta pro sds was opened and successfully implanted. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, and h10. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.